Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation circuit card. The device was evaluated, and the reported issue was confirmed due to a faulty isolation circuit card. Isolation circuit card was replaced. Device passed applicable testing. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the machine was broken when arrived from service.